Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Available info indicates no device will be returned and/or add'l info will be provided. We therefore, consider this report complete to the best of our current knowledge. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." See MDR 1213643-2011-00033 for info related to the first perfix plug implanted on (B)(6) 2010.

Event description:
On (B)(6) 2010 -pt underwent open mesh plug implant x 2 for a right inguinal hernia. On (B)(6) 2011 -pt developed a fever and redness. An infection was diagnosed. The mesh was explanted via open approach.